Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - this oversensing was observed only on one day ( B)(6) 2023) at a specific time (10:03). - during the perturbation, the ventricular signal amplitude is not regular. - based on those data, the most likely hypothesis is emi events on this specific day at this specific time. - based on the available data, no issue is suspected on the subject pacemaker. For mode details, please refer to the attached analysis report.

Event description:
On (B)(6) 2023, during a regular follow up, one episode of oversensing is observed on 2 of (B)(6) 2023. Noise inhibits the stimulation (100% vp). Patient has got implanted a vitatron lead (icm09b) since 2020 with stable electrical parameters.